Event description:
Event description cpi received information that a patient with this endotak transvenous defibrillation lead (0115) showed a pacing impedance of greater than 2000 ohms, and muscle stimulation at 6v. The physician elected to clip the rate sensing portion of the (0115) and add a (4269) lead to the patient's system.